Manufacturer narrative:
Product has been received by manufacturer, but investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: holes in corrugated corr-a-flex tubing. No patient injury reported.